Manufacturer narrative:
(B)(4). The customer's report of the tubing separated at the pumping segment and leakage was confirmed. Visual inspection observed that the nitro tubing was completely separated from the upper fitment. Fluid was observed coming out of the tubing. Visual inspection under a microscope noted that both sides of the nitro tubing had insufficient solvent applied at the engagement. Dimensional analysis was performed on the nitro tubing. The tubing measured to be within spec. Functional testing was not performed due to the tubing being separated at the component engagement. The root cause of the separation and leakage was a mfg issue due to insufficient solvent being applied at the junction of the nitro tubing.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported after the tubing was primed and the bag hung, moisture was noticed on the bottom of the IV pole and the tubing where it exited the pump. The tubing was already connected to the patient. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.